Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/02/2015 with the following findings: a battery compartment crack was observed. Moisture was observed within the battery compartment. Leak testing revealed a battery compartment leak. Investigation revealed the display screen was discolored. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed all keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. The force sensor calibration was out of specification. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Contamination was observed in the force sensor housing. No related issues were observed in the pump's black box data. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack, battery compartment moisture, a battery compartment leak, a discolored display, keypad contamination and keypad button responsiveness issues, and a force sensor calibration issue. This report is made based on results of the investigation performed on 12/02/2015.